Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# va02mdu, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Upon further evaluation, eval code-conclusion no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for lead 0206159602 revealed the lead body conductor was broken at an unknown anchor site.

Event description:
It was confirmed that the lead was implanted for two years. There were no activities involved that could have provoked a fracture.

Event description:
It was reported the chronic pain patient¿s ¿stimulation stopped during normal use.¿ the cause of the ¿loss of stimulation¿ was unknown at the time of report. Impedance testing was performed and found ¿high impedances on all contacts.¿ an explorative surgery was performed to troubleshoot the situation and found that ¿high impedances were measured¿ when the lead was tested directly. The patient¿s lead was replaced as a result of the event and the issue was resolved. The patient¿s ¿therapy was fully functional with the new lead and their pain relief was restored.¿ the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.